Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened, and the procedure was completed without any issues and using another system. Philips field service engineer (fse) examined the system on-site and found actual problem was the flex vision pc. After reviewing the log file, the fse found the host-pc could not connect to the flex vision-pc. Upon troubleshooting, fse found that this is an intermittent failure. To resolve the issue, fse replaced the flex vision pc, hard drive and reinstalled the software. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. No harm was reported to philips. Philips has started an investigation of this complaint.